Event description:
PICC placed to left lower extremity, placement was easy. Upon attempt to pull the wire it was difficult to pull, so PICC line was adjusted. Second attempt to pull wire, more briskly the wire pulled out. Upon inspection of the wire, it was frayed and was not 60cm in length. Dr( B)(6) was made aware. Xrays ordered. Wire on chest xray appears to be in-situ in heart. Interventional radiology and cardiology consulted by picu. Wire utilized was a galt guidewire. Cardiac cath lab utilization to retrieve broken wire (B)(6) 2015 22:50 to (B)(6) 2015 at 01:08. Guidewire still being utilized for insertion of PICC lines.